Event description:
Pt was opening window approx two weeks post-op and felt pain in neck. X-rays taken on 10/12/98 revealed two of the screws had backed out. It was determined during revision surgery on 10/14/98, that the graft and the anterior lip of t-1 vertebra were fractured. The device was explanted and the pt re-instrumented.